Event description:
The ventilator alarmed "loss of external power." Both ends of the power cord were plugged in appropriately. There was no adverse harm to the patient. Biomedical engineering inspected the vent and determined that the docking station has no power. When the vent was docked it shows that it is powered on battery and the ac indicator on the docking station is unlit. The power switch and cord were inspected without resolve. The unit was returned to the manufacturer for warranty repair. Manufacturer replaced the ac/dc converter and the unit was returned and placed back in service. Biomed feels that this part should have lasted longer as the docking station was not required to undergo regular preventative maintenance.======================manufacturer response for docking station, enve, ac-dc converter, ptdc (per site reporter).======================repaired unit.device #1is this a laboratory device or laboratory test?no.